Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced asystole due to oversensing and under pacing. After discussing the issue with boston scientific technical services (ts), programming adjustments were made. The right ventricular (rv) lead then exhibited intermittent capture and no capture in the atrial lead. The physician indicated the patient had begun taking medication for dementia which coincided with the report from the caretaker the patient had exhibited dizziness, shortness of breath and loss of consciousness. The medication was discontinued and a subsequent device check found the device was capturing and sensing appropriately. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.